Event description:
A surgeon reported that when an intraocular lens (iol) was loaded into the cartridge, she noticed that the capsular bag would not support the initial lens, so another lens was used instead. In a follow up, it was determined that the initial lens was inserted into the patient's eye and the haptic caused the posterior capsular bag to tear. The lens was then removed and another lens was used instead. The surgeon indicated that the cause could be related to poor injection technique.

Manufacturer narrative:
The lens was returned. Solution is dried on the lens. No damage or abnormalities were observed. Product history records were reviewed and the documentation indicated the product met release criteria. An approved cartridge pouch was returned. The cartridge was not returned. Product history records were reviewed and the documentation indicated the cartridge product met release criteria. The product investigation could not identify a root cause for the haptic cause capsular rupture. No lens damage was observed. The cartridge indicated is approved. It is unknown if an approved handpiece and viscoelastic were used. The health professional stated that at the moment of injection, the haptic caused a capsular rupture because of a dialysis of the haptic. It was stated the lens did not get broken and that another possible cause is an incorrect management of the product (bad injection technique). There have been no other complaints reported in the lot number. Additional information was requested and received. E.1. Zip code is not indicated at this time. The manufacturer internal reference number is: 2015-40609